Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer would crash. It was indicated that the hard drive was out of specification electrically. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would constantly crash after turning on for ten to fifteen minutes. The programmer would not respond to the stylus pen while the system crashed. The programmer was returned for service. No patient complications have been reported as a result of this event.